Event description:
An attempt was made to use a complete self expanding (se) peripheral stent in a patient. The target lesion, located in the right sfa was described as stenotic and calcified. The device was inspected prior to use with no abnormality noted; however it was reported that the stent started to deploy even before the physician started the deployment. It was reported that the stent was not deployed to the desired location in the vessel. No patient injury was reported to have occurred during this event. No clinical sequelae were reported. Cine image review: still images provided and the images confirm the presence of stenosis and calcification in the sfa. However there are no images capturing the attempted delivery of the device.

Manufacturer narrative:
Evaluation results: related to operational context (issue is most likely related to the attempt to use the device and is therefore procedural related). No results available since no evaluation performed (device was not returned for evaluation). Evaluation conclusion: operational context contributed to the event (issue is most likely related to the attempt to use the device and is therefore procedural related). Unable to confirm complaint (device was not returned for evaluation). (B)(4).